Event description:
The pt's non-functioning device was removed so the pt could have an MRI. During removal the electrodes on one of the leads disconnected. It was decided to leave the fragments in the pt.